Event description:
It was reported that a pump had an issue with the air detector sensor. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval produced a constant "reload set" alarm which corresponds with the symptom of "air detector sensor" which was reported by the customer. This false message was caused by a failed upstream sensor. The upstream sensor was replaced.